Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic after being lost to follow-up, rv lead noise was observed. The noise was oversensed and the egm provided showed atp delivery while charging. The patient was unaware of the event and did not experience any symptom. Lead replacement was planned. The patient will continue to be monitored.